Event description:
It was reported that the 9900 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was re-installed during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).